Event description:
High impedance was found during a periodic programming history data review. The high impedance resolved per the programming history data available. No known surgical intervention to resolve the high impedance is known to have occurred. No other relevant information has been received to date.